Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh explant on (B)(6) 2010 due to oliguria. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2010 due to cystocele and urinary incontinence with concurrent anterior vaginal repair and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.